Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3487a, lot# l57548, implanted: (B)(6) 1998, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. (B)(4).

Event description:
The consumer reported the implant hit his sciatic nerve when sitting a certain way and made his legs jump when lying on back. It was painful. The patient indicated that it had gotten worse over time. Later, the patient reported he had the device removed on (B)(6) which stopped all his problems. It was noted the implant battery depleted due to normal battery depletion. Relevant medical history included other chronic intractable pain in the trunk or limbs.